Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error was reported with the freestyle libre 2 sensor. An hcp reported a customer received an unspecified error while wearing the sensor and subsequently experienced a seizure and/or loss of consciousness. No further information was provided and attempts to gather additional details have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.